Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient experienced elevated purge pressure , purge cassette was replaced to address the issue with no resolution. Subsequently the device stopped and several attempts were unsuccessful. CT surgery decision to escalate patient to impella 5.5. Patient is stable post replacement

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> purge pressure high: the data logs confirm purge pressure high alarms. The logs show a gradual rise in purge pressure over about 20 minutes from 600mmhg to 850mmhg. Values remained elevated before gradually increasing to over 1000mmhg and alarm was triggered. There were no motor current spikes prior and logs show after increase in purge pressure values, there was a 3 min bag change and a 3 min purge cassette change. Pump was at p8 flowing at 3l/min and later became saturated. Purge pressure values did not recover during support. The cause of the issue was determined to be biomaterial build up as evidenced by log analysis. Pump stop: the purge pressure values were elevated and later there was an increase in motor current without a p-level change. Pump was at p8 flowing at 3l/min before flows became saturated at about 4l/min. About 30 mins after initial flow saturation there were #13 impella stopped - motor current high alarms and unsuccessful restart attempts. The cause of the issue was determined to be biomaterial build up as evidenced by log analysis. Device history review ==> the pump sn (B)(6) passed all post sterile inspection checks